Manufacturer narrative:
The field reports of noise and inappropriate shock therapy were confirmed. Insulation damage was noted at 29.6 cm to 30.7 cm from connector pin consistent with clavicle crush damage. The etfe coating was abraded at this location. The ptfe liner was found to be damaged due to clavicle crush force exposing the inner coil, and externalized conductor was noted. This is consistent with the observation from the field of noise and inappropriate shock therapy. All other damages found on the lead body were sustained during the surgical procedure.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise was observed on the rv lead. Inappropriate shock was delivered. Lead was explanted and a new lead was implanted. No further information available.